Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a button alarm. The customer was educated to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that the button did not work properly. There was no adverse effect to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.